Manufacturer narrative:
Clarification to partial date of occurrence provided: "after 2-3 months". Continued e1 phone number: (B)(6). Continued d4 additional applicator used: serial number: (B)(6), catalog number: sa16789, UDI: (B)(4). Paradoxical hyperplasia (ph) is a potential adverse event noted in product labeling. The coolsculpting user manual describes ph as an uncommon increase in tissue volume at the treatment site, appearing two to five months post-treatment and possibly requiring surgery. Ph is not linked to device failure but is included in risk management as an inherent risk of cryolipolysis. A supplemental report will be provided if more information becomes available.

Event description:
Coolsculpting provider reported a patient received treatment to the lower abdomen with a "cooladvantage+" applicator on (B)(6) 2024 and to the upper abdomen and posterior bra area with an unknown coolsculpting applicator on (B)(6) 2024, who later developed paradoxical hyperplasia (ph). The patient was diagnosed with ph to the upper and lower abdomen and left bra roll areas by a healthcare professional on (B)(6) 2025. The patient noticed symptoms "2-3 months" after treatment. Observed tissue characteristics include bruising, doughy, enlarged, and induration.